Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and was unable to reproduce the reported issue. However, upon inspecting the unit, the fse found that the batteries were empty. The fse instructed the customer to allow the unit to charge for 16 consecutive hours. The unit was kept for observation. The fse then performed functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that prior to use, the system 98xt intra-aortic balloon pump (iabp) had no battery back up. There was no patient involvement, and no adverse event reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h10, h11. Corrected fields: d4 (serial#, catalog#), h4.

Event description:
It was reported that prior to use, the system98xt intra-aortic balloon pump (iabp) had no battery back up. There was no patient involvement, and no adverse event reported.